Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device had faulty connection at the camera output cable, during an unspecified procedure. There were no reports of patient harm.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d9, h2, h3, h6, h11. The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: due to a gap between protector, the protector is not attached to the end, due to disconnection in cable unit, the displayed image is flickering, due to water leak in head unit and the image has white dots. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: due to a gap between protector, the protector is not attached to the end and disconnection in cable unit. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.